Manufacturer narrative:
Event date: exact date unknown, event occurred (B)(6) of 2021.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned as it was not released by the hospital.